Event description:
It was reported that two days after implant, the patient alert sounded, and the lead exhibited high impedances. The high voltage portion of the lead was found to be loose in the device header. The lead was reconnected, and the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.